Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl; cause was unknown. The customer experienced a diabetic seizure and went to the emergency room (ER) with a bg level of 80 mg/dl. The customer was treated with glucagon and left the ER with a bg level of 180 (mg/dl), and in stable condition.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user on (B)(6) 2019. At 5:01 am, user requested a 15 unit bolus by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. User requested two additional boluses by entering grams of carbohydrates without entering current bg level and while still having insulin on board. At 10:54 am, user changed the basal rate settings, decreasing the total daily basal insulin. At 4:51 pm, user activated a new personal profile, further decreasing total daily basal insulin and increasing carbohydrate ratios. Cartridge change sequence was completed at 12:51 pm. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.